Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an alarm and displayed four white triangles and "46440". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. Investigators were unable to duplicated reported problem. According to the investigation it's unknown, if the error code refers to erroneous downstream occlusion reading. According to the event log history, the customer also tested the unit twice sometime afterwards and didn't duplicate it either. Investigation unable to determine what caused the reported problem, service's recalibrated the downstream occlusion and upstream occlusion sensor as precaution. The problem source of the reported problem is unknown.